Manufacturer narrative:
Visual examination found no malfunctions. Full analysis not needed.

Event description:
Related manufacturer's reference number: 2017865-2021-25408. It was reported the patient presented in the hospital with a pocket infection. The pacemaker and right ventricular lead were explanted, and a temporary pacing lead was used. The patient was in stable condition.